Event description:
Caller reported cartridge alarm 20, which caused the customer's blood glucose level to display as "high," but no specific value was provided. The customer took corrective action by administering a correction bolus via the pump. Reportedly, the customer reverted to an alternate form of insulin therapy.